Event description:
The patient was revised due to dislocation on (B)(6) 2023. The implantation date was on (B)(6) 2021. A cup and a glenosphere were explanted. A cup and a glenosphere were implanted.

Manufacturer narrative:
This MDR has already been submitter to FDA by the us importer with report number 3014128390-2023-00022.